Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) shock impedance had increased significantly since implant, which was two weeks ago. Noise was seen on the electrogram, but was not present during the clinic follow-up.the local guidant representative confirmed dft testing was successful,with conversion at 14 joules. The shock impedance was normal with the shock. Additional information was received 3 months later stating the shocking impedance again was out of range. An invasive procedure was performed at this time, however the results are unknown.